Event description:
It was reported that the customer had an issue with the insulin not flowing through. Customer needed to order quick sets and reservoirs. Customer was advised to call back with more information. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.